Manufacturer narrative:
An event regarding foreign matter involving a scorpio baseplate was reported. The event was not confirmed provided image. Method & results: product evaluation and results: the device was not returned but an image was attached to the complaint. The image shows the scorpio baseplate implanted in the patient and on the left side corner of the baseplate there is foreign matter that cannot be identified in the image. The event description states ¿a surgeon found a convexed metal (mis-processing) on the baseplate.¿ this cannot be verified with the image provided. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation. An image of the device was provided and shows the scorpio baseplate implanted in the patient and on the left side corner of the baseplate there is foreign matter that cannot be identified in the image. The event description states ¿a surgeon found a convexed metal (mis-processing) on the baseplate.¿ this cannot be verified with the image provided. No further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices becomes available to indicate further evaluation is warranted, this record will be reopened. Device remains implanted.

Event description:
It was reported that, during a tka (left side), a surgeon found a convexed metal (mis-processing) on the baseplate. The baseplate was already cemented so he forcibly inserted a pe insert on the baseplate.